Event description:
It was reported that the backlight was too dark and not brightening with adjustments. During physical inspection, it was found that there was a torn downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer¿s reported problem of backlight" was verified by visual inspection. Additionally, visual inspection found torn downstream occlusion sensor (dso) seal. The cause is the inoperable printed wire assembly (pwa) board. Replaced the pwa board and torn dso seal to correct the issue. Cadd solis device passed all functional tests after the repair.